Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and mild calcification, pre-dilatation was performed with an unspecified 1.5x12 mm balloon dilatation catheter (bdc) at 10 and 12 atmospheres (atm). A 3.0x15 mm xience prime rx stent delivery system was advanced and the stent was deployed at 14 atm and post-dilatation was performed with an unspecified 3.0x8 mm nc bdc. Post stent implant, a distal edge dissection was noted and another 3.0x15 mm xience prime stent was implanted to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.